Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 85-90% stenosed target lesion was located in the severely tortuous and non-calcified right coronary artery. A 38 x 2.50mm promus elite drug-eluting stent was advanced could not cross the lesion after several times. The shaft got kinked, and broke 40cm from the hub. The procedure was completed with a different device. There were no patient complications reported, and the patient's status was stable.